Manufacturer narrative:
Event site state: (B)(6). Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the system98 intra-aortic balloon pump (iabp) unit can't detect the ECG signal. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. No UDI is provided as product was discontinued prior to gudid implementation timeline.

Event description:
N/a